Event description:
The patient experienced increased tone despite escalation after laminectomy surgery. The catheter was intact via x-ray. The pump and catheter were replaced. The patient recovered without sequela. The medication being delivered via the device system was lioresal.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.